Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative regarding a patient who was receiving dilaudid [10 mg/ml] at a dose of 2mg/day via an implantable pump for non-malignant pain and post lumbar laminectomy syndrome. It was reported on 2017-may-04 that the patient reported a fall with subsequent ¿tipping¿ of the pump in the pocket. The patient¿s fall on (B)(6) 2017 was indicated as a factor that may have led or contributed to the event. No diagnostics or troubleshooting was performed. A pocket revision was done as surgical intervention taken to resolve the issue. At the time of the event the patient status was ¿alive ¿ no injury¿ (note this is conflicting with the report that a pocket revision was done) and the issue was resolved. The patient medical history was asked but unknown. The patient weight was asked but unknown. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. No further complications were reported or anticipated.